Manufacturer narrative:
See scanned pages.

Event description:
The patient experienced new pain. It was determined that the subcutaneous pouch was infected. The implantable neurostimulator (ins) was explanted. The patient improved. A new ins was implanted. The patient was happy with the new ins. The patient outcome was reported as "non-serious injury/illness."